Event description:
It was reported that, during a rotator cuff repair, the needle insertion device was used multiple times in an attempt to pass the needle through the tissue. The tip of the needle broke off while passing the third suture. A second needle was used and the tip also broke. This needle tip was not retrieved from the pt. The surgeon used a back-up device to complete the procedure. No further pt info was provided at the time of this report or made available in response to follow-up requests to the surgical facility. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned because it was discarded by the hospital, therefore, the complaint's event could not be verified. The cause of the event could not be determined from the info available. The device history record revealed nothing relevant to this event. The most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue and hitting bone with the needle. If additional pt info is obtained, a follow-up report will be submitted.